Manufacturer narrative:
Mindray service reps replaced the spo2 board.

Event description:
Customer reported an issue with the passport 2 monitor which may have resulted in a loss of spo2 monitoring. No pt injury was reported.